Event description:
I use a philips dream station CPAP, model dsx500t11c, serial no. (B)(4), which has been recalled by philips. I have registered this unit on the philips recall website. I noticed that the air filter had black particles and my physician recommended that I discontinue use of the CPAP until I get a replacement. I have sleep apnea and non-use of a device is affecting my health. I have called the philips information line but they could not tell me when I would be contacted by philips about a replacement or what I could do in the interim. They suggested that I contact the distributor who supplied the CPAP for help, but they referred me back to philips. I am very worried about not using the device for sleep apnea as well as what may have happened to me with particles in my body by using the CPAP for the past few years. I notice a hoarseness in my voice as well as jaw pain near my left ear. I don't know if this is related and I have asked my doctor for an opinion on how to rectify those issues. FDA safety report ID # (B)(4).